Event description:
A doctor alleged that after approximately one (1) month after implantation, a bilateral patient did not achieve the expected amount of lengthening with the precice nails.

Manufacturer narrative:
The patient's existing precice nails were removed and the patient was implanted with two (2) new precice nails of a smaller diameter. To date, the patient is doing fine.